Event description:
The complaint description provided was as follows: the pt was suffering from anastomotic leak at g/e junction. The evo stent was placed the correct way over the savory wire guide. The placement went well. The stent did need to be adjusted proximally by using a forceps to pull on the loops at the proximal end of the stent. Approximately 3-4 cm of the stent was in the esophagus while the remainder hung in the stomach. When the pt returned the next day for evaluation, the stent had migrated up into the esophagus. The physician said this was because the 20-25 size was not large enough in diameter to secure it in the esophagus. Once it had migrated, a set of forceps was used to remove the stent by pulling the lasso loop. The physician then placed a boston scientific 23x28x15 fully covered stent in its place. This stent has held and not moved.

Manufacturer narrative:
There were no evo-20-25-15-e (evo) devices of lot # c890155 in stock at the time of the investigation. The complaint description provided was as follows: the pt was suffering from anastomotic leak at g/e junction. The evo stent was placed the correct way over the savary wire guide. The placement went well. The stent did need to be adjusted proximally by using a forceps to pull on the loops at the proximal end of the stent. Approximately 3-4 cm of the stent was in the esophagus while the remainder hung in the stomach. When the pt returned, the next day for evaluation the stent had migrated up into the esophagus. The physician said this was because the 20-25 size was not large enough in diameter to secure it in the esophagus. Once it had migrated, a set of forceps was used to remove the stent by pulling the lasso loop. The physician then placed a boston scientific 23x28x15 fully covered stent in its place. This stent has held and not moved. The device involved in the complaint was not returned for evaluation. Images were requested but were not available. With the information provided a document based investigation was carried out. As the actual use conditions cannot be replicated in the laboratory, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. The following comments were received from the relevant product development engineer in relation to this complaint: "the intended use does not cover anastomotic leaks - they are leaks as a result of surgery. With these leaks, there may be no tumour present to help anchor the stent, so the risk of stent migration is higher." In addition, this is contraindicated in our IFU "surgical resection candidates". As per the instructions for use that accompanies this device, ifu061-4 "this device is used to maintain patency of malignant esophageal strictures and/or to seal tracheoesophageal fistulas.: as per additional contraindications included in the IFU, the stent is contraindicated for use in "surgical resection candidates". The following comments were also provided by another product development engineer in relation to this complaint: "my initial opinion here is technically there was no malfunction of our device introducer or the stent. It could be as simple as the physicians did not size the stent up correctly for the specific pt as specified in the IFU." Ifu0061-4 instructs users as follows: complete diagnostic evaluation must be performed prior to use to determine proper stent size. The product manager, endoscopy also confirmed that high migration rates is an issue experienced with all fully covered self-expandable metal stents. Potential complications referenced in ifu0061-4 associated with upper gi endoscopy include but are not limited to stent misplacement and/or migration. Prior to distribution, evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-20-25-15-e of lot c890155 did not reveal any discrepancies that could have contributed to this issue. The complaint information confirmed that once the stent had migrated, a set of forceps was used to remove the stent by pulling the lasso loop. This is against the instructions provided to the user. As per the instructions for use, ifu0061-4, warning section advises the user of the following: "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa." The complaint information indicated that the pt experienced no further adverse effects as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Quality engineering assessed the complaint and the overall risk has been determined to be low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.